Event description:
During a rescue attempt the user heard the unexpected voice prompt of service required and the AED suspended operation. The AED was returned for root cause analysis. There was no report of pt injury.